Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing pocket stimulation. Upon interrogation, it was noted that the right ventricular lead exhibited a drop in impedance measurements that led to an auto polarity switch and caused the patient to pace in a unipolar mode. It was also discovered that in (B)(6) 2016 there was a similar episode of drop in impedance, which caused the polarity switch. The lead was successfully reprogrammed. The patient was stable during and post event.